Event description:
It was reported two-three days post successful coil embolization procedure of a carotid cavernous fistula, the pt's condition deteriorated. The pt reportedly "was infected". Ultimately, the pt expired, the cause was not disclosed. The physician stated the event was definitely not related to any malfunction of the device. No further info was provided.

Manufacturer narrative:
Expiration date: unk. (Other): for no allegation of device malfunction or non conformance.